Manufacturer narrative:
On november 17, 2020, the product investigation was completed. Device investigation summary: during a visual inspection of the device, two (2) tear(s) (a and b) were observed on the anterior aspect measuring approximately the tear a 6.5 cm and the tear b 0.6 cm. Microscopic examination was performed in both tear edges ( a and b ), revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that during a primary breast augmentation, a 350cc saline mentor smooth round moderate profile breast implant ruptured intraoperatively. As a result, the physician used a similar breast implant to complete the procedure. There was no patient consequence or adverse event reported.